Manufacturer narrative:
(B)(6).

Event description:
It was reported that a patient's ambulatory infusion pump showed an error message stating power disconnected. It was further stated that after the user stopped therapy the device subsequently alarmed and powered down. No adverse patient consequences were reported.